Event description:
Customer states he has two reservoirs which failed, causing insulin to leak into the insulin pump reservoir compartment. Customer's blood glucose was 275 mg/dl. Customer was advised that two cannisters can be sent to him to exchange the reservoir. Customer requested an exchange of four boxes of infusion sets since the wrong kind was sent to him. Customer was advised that insulin pump would need to be replaced since insulin was introduced into the reservoir compartment which would cause damage to the insulin pump. Customer was advised to revert to back up plan per health care provider. No further information provided.

Manufacturer narrative:
.